Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified volume of 5% dextrose with 20meq potassium chloride at an unspecified kvo (keep vein open) rate. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, the customer contact reported 400ml of solution was delivered to the patient. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.